Event description:
It was reported to philips that the system was unable to boot. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of the reported event and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse found that the host was not turning on automatically with the system boot up, but it was powering on manually if power button pushed. The fse determined that the cmos battery was depleted. The customer replaced the cmos battery, but it corrupted the bios (basic input/output settings) settings of host pc. To resolve the reported issue, the fse consulted with rtac (real-time application center) and adjusted the bios setting. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.